Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and procedural pain ("I m still in pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: hysterectomy, procedural pain". No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("I m still in pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal, procedural pain". Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("I m still in pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal, procedural pain" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received-event medical device removal updated to pelvic pain. New reporter removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectmy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and procedural pain ("I m still in pain"). The patient was treated with surgery (hysterectomy on 16th). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal, procedural pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Reported event term changed from medical device removal to hysterectomy. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.